Manufacturer narrative:
Visual inspection of the returned prod showed that there was a small tear in one of the haptic plates and a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and observed a tear on it. The lens was removed without any pt injury. The reporter stated that the lens was torn while folding during the loading process but the problem wasn't discovered until after insertion.